Event description:
It was reported that the product burned the drape.

Manufacturer narrative:
Alleged failure: RMA (B)(4). The cable burned the drape patient ID: unknown salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be is that the distal end of the cable experienced a dropping event or enough force to damage a reed switch. The warning on the IFU states "the surface temperature near the scope adapter and at the tip of the scope can exceed 41 °c if the light source is operated at high levels of brightness for extended periods of time. The heated scope and adapter can cause burns to the patient, user, or combustible materials." The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the product burned the drape.